Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact, device problem code: a0413 - material separation.

Event description:
In 50 cc plastipak syringe stoppers stuck inside the barrel end and plunger comes out, its happened during drug fill in the syringe and plunger movement is very hard & felt friction also.

Manufacturer narrative:
Pr 9150339 follow up MDR for device evaluation: both photos and the physical sample were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be separated from the plunger. There is no other visible damage or defect observed that could indicate why the separation occurred. A device history review was performed for the reported lot 2301101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot to evaluate the plunger movement. Testing results were reviewed for lot 2301101and all results were found to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found. Based on the available information we are not able to determine a definitive root cause at this time. It is possible the stopper may have separated due to a high pressure applied to the plunger, if the tip was blocked or if the flow entrance was insufficient for the volume of the syringe, which would create a vacuum effect within the syringe. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
In 50 cc plastipak syringe stoppers stuck inside the barrel end and plunger comes out, its happened during drug fill in the syringe and plunger movement is very hard & felt friction also